Event description:
A high glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer received a high glucose reading of 417.86 mmol/l by adc device sensor scan compared to a result of 16.80 mmol/l obtained on a competitor brand meter and the results when plotted on the parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The customer experienced fatigue and "just the feeling that something isn't right." However, was able to provide self-treatment by consuming biscuits, a bag of crips and a small wafer. There was no report of death or permanent impairment associated with this event. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.